Event description:
As reported, approximately 2 years, 5 months post successful tf tavr within the patient's bicuspid valve, the patient has presented with a high gradient. Surface echo revealed restricted leaflet motion and some mild pvr. The patient will not be able to tolerate six weeks of anticoagulation and is being scheduled for a ross procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to motion restricted leaflet and/or increased gradient. During manufacturing of the sapien 3 transcatheter heart valve, the valve, and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU and procedural training manual were reviewed. The valve and delivery systems are contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen or who have active bacterial endocarditis or other active infections. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Post procedure care should include anti-coagulation and anti-platelet therapy. Thv recipients should be maintained on anticoagulant / antiplatelet therapy, except when contraindicated, as determined by their physician. Plan for resumption of pre-procedure medications, dvt prophylaxis as per standard care. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The motion restricted leaflet and increased gradient were unable to be confirmed as no imagery or medical record provided. A review of DHR and lot history did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 2 years, 5 months post successful tf tavr within the patient's bicuspid valve, the patient has presented with a high gradient. Surface echo revealed restricted leaflet motion and some mild pvr.' There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including leaflet impingement in a highly calcified native valve. It could also be result of too ventricular deployment of the valve in combination with native leaflet overhang. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. All these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets. For this case, without additional information/imagery/medical report, a definitive root cause is unable to be determined. If the gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. It was reported that 'surface echo revealed restricted leaflet motion'. In this case, the leaflet motion was restricted and it could have led to increased gradients. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.